Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck in the catheter and a spline inversion occurred that caused multiple 301 pre-pulse failure errors. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was inserted and positioned in the left superior pulmonary vein (lspv); the array was deployed from the basket to the flower shape. Afterwards the guidewire was hard to move and seemed stuck. The guidewire was gently pushed and pulled in the lumen and was able to move freely after some tugging. The catheter was again positioned in the lspv, and ablation delivery was attempted which resulted in error 301 pre-pulse failure appearing on the system. The catheter was repositioned in the vein, but the same error occurred when attempting delivery again. X-ray imaging revealed that a spline inversion had occurred in the array. The catheter was removed from the patient and the spline was manually pushed into the correct position. The catheter was then reinserted and positioned again for ablation delivery, but another 301-error occurred during the attempt. The catheter was replaced and used with the same guidewire to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the guidewire became stuck in the catheter and a spline inversion occurred that caused multiple 301 pre-pulse failure errors. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was inserted and positioned in the left superior pulmonary vein (lspv), the array was deployed from the basket to the flower shape. Afterwards the guidewire was hard to move and seemed stuck. The guidewire was gently pushed and pulled in the lumen and was able to move freely after some tugging. The catheter was again positioned in the lspv, and ablation delivery was attempted which resulted in error 301 pre-pulse failure appearing on the system. The catheter was repositioned in the vein, but the same error occurred when attempting delivery again. X-ray imaging revealed that a spline inversion had occurred in the array. The catheter was removed from the patient and the spline was manually pushed into the correct position. The catheter was then reinserted and positioned again for ablation delivery, but another 301-error occurred during the attempt. The catheter was replaced and used with the same guidewire to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon device return and inspection, it was observed that one of the splines in the distal cage was still inverted. A guidewire was successfully inserted through the catheter. The catheter was then deployed to flower without difficulty. With a guidewire inserted into the catheter and the catheter fully deployed to flower, continuity testing was performed, and no problems were detected. The device was functionally tested by connecting the catheter to a known good farawave cable and a known good farastar console. Multiple ablations were performed successfully, and no abnormalities or errors were observed during testing. No abnormal sounds were noted coming from the handle of the catheter. The device had nothing wrong with it electrically, though spline inversion is known cause of the error observed. The clinical observations of spline inversion and error 301 pre-pulse failure were confirmed by the analysis results, but the observation of a stuck guidewire was not.